Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken knob inside of the generator, the upper case was noted to be broken at the menu encoder area and had gotten pushed into the case. Analysis additionally noted that one case screw was contaminated and that the red and white display wires were pinched though the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken knob inside of it. It was further reported that this occurred prior to use, at set-up. The generator was returned for service. There was no patient involvement